Event description:
The customer reported no image on monitor. No pt injury was reported.

Manufacturer narrative:
The svc rep reproduced and verified the problem. Workstation does not boot up. Debug monitor halts at checksum error, installed power good cable to sbc and replaced sbc cmos holding battery. Reset system cmos. (Cmos battery had been installed 11feb08 and held +3.00vdc, new battery holds +3.24vdc). System checks good.